Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Cause was not known. The bg was addressed via manual insulin injection. The customer reloaded the cartridge to resolve the issue.